Event description:
It was reported that there was a separation between female connector (dark blue) and the main body (light blue) of the minicap transfer set. The event was further described as ¿the dark blue end of the transfer set was separating from the light blue portion of the twist clamp¿. This was observed during preparation of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to f10/h6: health effect - impact codes: replace f26 with f27 the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.